Event description:
During a follow-up, decreased pacing impedance was observed on the left ventricular (lv) lead. An x-ray was performed and no anomalies were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.